Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. The investigation determined that the reported difficulty and subsequent treatment of embedding the device in the vessel and a delay in the procedure appear to be due to operational context. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Additionally, a query of the electronic complaint handling database revealed no other incidents reported from this lot. It should be noted that the otw omnilink elite instructions for use states that the omnilink elite stent system is indicated for the treatment of atherosclerotic iliac artery lesions with reference vessel diameters of greater than 5.0 mm and less than 11.0 mm and lesion lengths up to 50 mm. Based on the reviewed information, there is no indication the issue was caused by or related to the design, manufacture or labeling of the device.

Manufacturer narrative:
(B)(4). The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that the patient underwent a procedure to treat re-stenosis of an unspecified stent implanted in the distal aorta. The 8.0 x 19 mm omnilink stent was positioned at the proximal opening of the stent, half in the stent and half out of the stent. The stent delivery system balloon was inflated and the stent "shot off" the balloon, remaining on the guide wire. A second omnilink elite stent was positioned at the site of the dislodged stent and deployed to crush the stent to the vessel wall of the distal aorta. There were no adverse patient sequelae; however, the physician reported a clinically significant delay. No additional information was provided.